Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) found bubbles in the lyse pumps. The pumps and associated delivery valves were replaced to resolve the issue. The diff reagent delivery tubes were worn out so they were replaced. The lyse reagent was traveling slowly through shear valve cvl85/126 so it was replaced. No further flagging was observed after the replacements. The repairs were verified per established procedure. (B)(4).

Event description:
The customer reported false nrbc (nucleated red blood cell) flags generated on the coulter lh750 hematology analyzer. The manual differential confirms the results but no nrbcs were seen. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.